Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "the cervical and distal locking sight sockets on the nail holder did not match the screw holes on the gamma nail. Immediate actions: use of another gamma nail of the same reference but from a different lot: no problem. This could have had consequences for the patient if they were other nails that are uniquely staffed. The procedure was delayed by 60 min." Additional information received from the initial reporter: the procedure was completed by taking another nail, but resulted in much longer to identify the problem. Patient required much longer anesthesia procedure was delayed 1h24 incision closure (usually about 20/30 minutes), patient died in the following days due to unknown causes at the moment.

Event description:
The customer reported that : "the cervical and distal locking sight sockets on the nail holder did not match the screw holes on the gamma nail. Immediate actions : use of another gamma nail of the same reference but from a different lot: no problem. This could have had consequences for the patient if they were other nails that are uniquely staffed. The procedure was delayed by 60 min." 19-jul-2022, additional information received from the initial reporter: the procedure was completed by taking another nail, but the procedure took much longer to identify the problem. Patient required much longer anesthesia procedure was delayed 1h24 incision closure (usually about 20/30 minutes), patient died in the following days due to unknown causes at the moment. 27-jul-2022 - additional information received from the initial reporter indicated that the patient (female) passed away two days after surgery while eating. She choked on a piece of bread during her meal.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The death of the patient reported two days after the surgery is not related to the device. It was confirmed that the cause of the death was a pulmonary aspiration and choking on a piece of bread. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Manufacturer narrative:
Please note corrections to b1, b5, h1 and h6 clinical signs code, and health impact code. Additional information received from the initial reporter indicated that the patient passed away two days after surgery while eating.

Event description:
The customer reported that : "the cervical and distal locking sight sockets on the nail holder did not match the screw holes on the gamma nail. Immediate actions : use of another gamma nail of the same reference but from a different lot: no problem. This could have had consequences for the patient if they were other nails that are uniquely staffed. The procedure was delayed by 60 min." 19-jul-2022, additional information received from the initial reporter: the procedure was completed by taking another nail, but the procedure took much longer to identify the problem. Patient required much longer anesthesia procedure was delayed 1h24 incision closure (usually about 20/30 minutes), patient died in the following days due to unknown causes at the moment. 27-jul-2022 - additional information received from the initial reporter indicated that the patient (female) passed away two days after surgery while eating. She choked on a piece of bread during her meal.